Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information provided to dater after calls to customer on (B)(6), 2023. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.